Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated, and the reported clip becoming caught in chordae appears to be related to the user technique/procedural circumstances of challenging echo imaging. The reported tissue damage was a result of the clip becoming caught in the chordae and is therefore related to procedural circumstances. It should be noted that the reported patient effect of tissue damage is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the clip caught in the chordae, and suspected chordal rupture. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. There was difficulty visualizing the clip during the procedure due to echo imaging. The first clip delivery system (cds) was advanced to the mitral valve and was successfully implanted in a2/p2, reducing mr to 1-2. A second cds was advanced to the mitral valve, however the clip got caught in the chordae, the clip was inverted and was removed. A chordal rupture was suspected and mr increased to 3-4. No additional clips were attempted. The mr was reduced to 3-4 with one implanted clip. There was no clinically significant delay in the procedure. The patient is stable. No additional treatment is planned for the patient. No additional information was provided.